Manufacturer narrative:
Additional information received provided the following: the patient had ectopy overnight, decision was made to weaned impella to p-5 from p-6. The issue resolved. The patient remained on dialysis and team understands the potential concerns from removing too much fluid and changes to the vascular space. Echo preformed and impella position was optimal per provider at 4.9cm and not abutting any structures. Correction. Device-specific information (serial number and UDI) was updated, corrected accordingly captured to d4 (serial number) and d4 (unique device identifier).

Manufacturer narrative:
B5 updated with additional information. D4 revised.

Event description:
Fluids given and positioned checked on echo. Impella not available for return.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the low pump flow was most likely patient related as rt logs show suction alarm was triggered at same time as loss of placement signal pulsatility, likely when vt was occurring and clinical details noted vt and suction event occurred at the same time.

Manufacturer narrative:
Information confirms catalog number 1000100 as initially reported and repopulated to d4 catalog number.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71 year old female with acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage e) was supported with an impella device via right femoral percutaneous arterial access on (B)(6) 2026 at 10:20 am. During overnight support, the patient experienced ectopy, prompting the care team to wean the impella from p6 to p5, after which the ectopy resolved. Overnight, nursing and physician assistant staff reported a brief run of ventricular tachycardia and a suction event. The care team attributed these events to a mucus plug and associated desaturation rather than device interaction. The patient subsequently underwent bronchoscopy, and systemic heparin was temporarily discontinued due to bleeding, with plans to resume once clinically appropriate. Based on the available information and clinical assessment, there is no evidence to suggest device malfunction or causal relationship between the impella devices and the reported arrhythmias or clinical events. The ventricular arrhythmia was assessed by the care team as related to underlying patient condition and respiratory complications. The patient remains on support at the time of reporting.

Event description:
Updated clinical narrative: a 71 year old female with acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage e) was supported with an impella device via right femoral percutaneous arterial access on (B)(6) 2026 at 10:20 am. During overnight support, the patient experienced ectopy, prompting the care team to wean the impella from p6 to p5, after which the ectopy resolved. Overnight, nursing and physician assistant staff reported a brief run of ventricular tachycardia and a suction event. The care team attributed these events to a mucus plug and associated desaturation rather than device interaction. The patient subsequently underwent bronchoscopy, and systemic heparin was temporarily discontinued due to bleeding, with plans to resume once clinically appropriate. Based on the available information and clinical assessment, there is no evidence to suggest device malfunction or causal relationship between the impella devices and the reported arrhythmias or clinical events. The ventricular arrhythmia was assessed by the care team as related to underlying patient condition and respiratory complications. The patient remains on support at the time of reporting. Update: the patient had ectopy over night, and a decision was made to wean down the impella flows to p-5 from p-6, which resolved the issue. The patient remained on dialysis. An echocardiogram was performed and the impella position was optimal per the provider at 4.9cm and not abutting any structures. After 17 days on support, the family withdrew care and the patient expired. While on support, the device functioned as intended at p-5 at 3.8l/min with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
D6b explant date was added.